Event description:
It was reported that during intra-aortic balloon (iab) therapy, the optical sensor was unable to calibrate. It was noted that the waveform appeared normal. The customer was assisted in transducing an alternate arterial source. Because the fluid lumen of the balloon was occluded, the customer used an alternate radial source. They then put the pump into semi-auto operating mode. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period nov-19 through oct-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).